Manufacturer narrative:
An investigation of the reported condition was performed. One decontaminated sample without the original package or lot number was received for evaluation. After performing a visual inspection, the crack in the barrel issue was observed in the syringe. The reported condition was confirmed. The received product(s) or supporting materials does not meet specifications. The device history record file was reviewed indicating that product was released meeting all quality standard requirements. The 12ml syringe, printed is manufactured by an external supplier and the assembly process consists of a pick and place operation into a tray. The condition reported is not generated during the manufacturing process. A complaint notification was sent to the supplier to initiate the investigation of root cause. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
An investigation is currently under way; upon completion, the results will be forwarded.

Event description:
The customer reports one syringe was discovered with a crack in the barrel during 100% inspection.